Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the audio bolus buttons was torn/damaged.

Event description:
It was reported that the audio bolus keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.